Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor not running error was evidenced in the event history log. The error was also reproduced during functional testing. The error was produced because the following components were worn; worm gear, leadscrew, and clutch halves were worn. The product problem was the result of normal wear and tear. The components were over thirteen years old. No actual fault was found with the device. The worn components were replaced.

Event description:
It was reported that the medfusion pump was exhibiting a motor not running error message. There was no patient involvement.